Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide a correction to the initial (b5) and to provide additional information (ga23487221-2). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon "ob-lens stained" occurred due to foreign mater. However, olympus could not identify the foreign material and the root cause of the phenomenon could not be identified. The event can be detected by following the instructions for use which state: inspection of the endoscopic image "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
Correction to the initial as the procedure was delayed .45 hours (27 minutes) not the previous mentioned 45 minutes. The patient was not impacted by the failure. The reported problem did not affect the diagnostic or therapeutic outcome of the procedure. No medical intervention (i.e. Treatment outside the scope of the procedure) required as a result of the reported problem. No other devices were connected to the subject device when the failure occurred.

Event description:
The customer reported to olympus, the colonovideoscope had a fuzzy image in the lower right corner. The issue was found during an unknown procedure. The intended procedure was delayed about 45 minutes and was completed with another similar device. During the device evaluation, a foreign material on the objective lens (dirty) was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable finding documented in b5, the non-reportable evaluation findings are as follows: there was a white dot on the image, the distal end plastic cover had scratches and dent, the light guide lens had peeling of cement, the bending section cover glue had a crack, the insertion tube had minor surface scratches, the control body had a customer label on the grip, a customer label was found on the light guide tube and surface scratches, and the scope connector had minor scratches and a dent on the plug unit gold pins. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.